Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 115 mg/dl. The customer stated that the arrow keys are not working. Customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agareed to return the product fo analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.